Manufacturer narrative:
Device evaluation: one cadd legacy pump was returned for analysis. Visual inspection performed, and product found to be in good condition with scratched screen. Investigation unable to download event history log for review. According to the investigation, the moment the device was powered up the device started double beeping. The investigation reported that the pump faulty downstream sensor caused the reported issue. Investigator?s replaced the pump downstream sensor to correct the reported issue. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that this smiths medical cadd legacy pump exhibited continuous beeping. No adverse effects reported.